Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined through this evaluation. Multiple requests for additional information regarding the patient¿s ventricular tachycardia event and implantable cardioverter defibrillator were sent to the account, however no additional information was provided. The patient ultimately expired on (B)(6) 2021 due to multi-system organ failure, for additional information (refer to MFR # 2916596-2021-00126). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a sustained ventricular arrhythmia with ventricular tachycardia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a cardiac arrhythmia. Patient was in ventricular tachycardia upon returning from theater. The implantable cardioverter defibrillator (ICD) was turned back on and delivered one shock from ICD. Treatment included cardioversion.